Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had a fever. The wound looks well. The patient was prescribed antibiotics as precautionary measure. The physician was unsure if patient had an actual infection and was unsure if it was from the wound site.